Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. It is not clear if the event occurred as part of the nj tube use/removal or the peg-j tube placement. This event is being reported due to the potential that the peg-j tube may have contributed to the aspiration pneumonia. Aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Patient in (B)(6) was on duodopa titration via a non abbvie manufactured naso jejunal (nj) tube till (B)(6) 2017. On (B)(6) 2017, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube and the procedure went well. On (B)(6) 2017, the patient was found fiddling with the connectors and the jejunal tube was completely dislodged. Patient experienced central abdominal pain since dislodgement. Patient became febrile. The oxygen saturation dropped and delirium was noted, by reporting hallucinations. The patient was admitted to hospital and medical team suspected either cholangitis or aspiration pneumonia. The patient was started on unspecified IV antibiotics. It was reported that the antibiotic was initially started for gallbladder issues which would have also worked for aspiration pneumonia. The patient has recovered and j tube was replaced on (B)(6) 2017. Report on 13 mar 2017 stated the patient was still on antibiotics for the suspected cholecystitis with pain decreasing daily for which he is no longer taking analgesics.